Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 1 during bolus delivery. In addition, a minimum fill notification occurred when the customer filled the cartridge with 150 units of insulin. The customer reloaded the cartridge with additional insulin; however, the minimum fill notification reoccurred. Blood glucose level was in the 100's (mg/dl). Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.